Manufacturer narrative:
Investigation determined the locking mechanism was damaged and showed signs of impact.

Event description:
It was reported via repair work order that while exiting the bed, a patient was allegedly injured holding onto the siderail for support and it collapsed. The patient allegedly suffered a laceration to the left hand; however, no stitches were required.